Event description:
It was reported that during the procedure in the heavily calcified and tortuous right coronary artery, pre-dilatation was performed and a 3.0x12 rx promus stent delivery system was advanced through a non-abbott guide catheter extension. As the stent delivery system advanced through the proximal segment of the guide catheter extension, it was noted that the stent was missing. Imagery revealed that the stent had moved proximally on the balloon which remained on the shaft of the delivery system. The physician inflated the balloon to 1 atmosphere to ensure that the stent would not dislodge. The stent delivery system with the stent was removed from the anatomy successfully. Guide wire access was not lost and a new same size promus stent delivery system was advanced through the guide catheter extension to the target lesion. The stent was deployed successfully with excellent results. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. All stent delivery systems are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. It is possible that the stent interacted with the inner diameter of the guiding catheter extension; however, without return of the device, a conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: iron man, guide cath: 6f jr4 runway, guideliner. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.